Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer rushed to emergency room due to high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incidence. Customer current blood glucose level was 146 mg/dl. Customer was treated with manual injection. Customer reported that they did not getting sufficient amount of insulin. The insulin pump will not be returned for analysis.